Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported during a generator test, the ventilator alarmed backup battery depleted and shut off while in use on a patient. The ventilator came back on as soon as the generator kicked in. The customer reported there was patient involvement and no patient harm.